Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis, myocardial infarction and a death occurred. The initial procedure occurred in 2007. The patient was hospitalized due to chest pain. Plavix was prescribed upon admission. Two days post admission the physician placed a taxus express2 drug eluting stent, unknown size, to the 99% stenosed lesion located in the mid left anterior descending (lad) artery. No patient complications were reported. One day post implantation, the patient entered the cardiac rehabilitation program. Seven days post implantation, no complications were noted and the patient was discharged. Fifteen days post implantation, the patient was transported to the hospital due to cardio-respiratory arrest. Cardiopulmonary resuscitation (CPR) was performed, but was unsuccessful. The patient died later that day due to subacute thrombosis and a myocardial infarction. Additional information regarding this event has been requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.